Event description:
It was reported that the ventilator generated multiple technical error codes, including a turbine module communication error. There was no patient harm. Manufacturer's ref #: (B)(4).